Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The details of the lesion are unknown. The apex balloon burst. The number of inflations and atmospheres is unknown. No patient complications were reported and the patient's status is unknown. Additional information has been requested but is not available.